Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during parathyroidectomy procedure, cuff was leaking air. A new emg tube was required. User was not sure if it was discovered before intubation or if patient had to be reintubated. There was  procedure delay of 10 minutes.  The procedure was completed with backup product. No consequences or impact to patient. Additional information states that air was used to inflate the cuff, issue was a leak in cuff there was no damage to electrodes, no bronchoscopy performed, there was no evidence of airway tubing kinking or obstruction, leak in cuff noticed mid procedure and no airway distress found.

Manufacturer narrative:
H6: additional information suggest that d16 no longer apply to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.